Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The customer was instructed to continue using the current pump, relying on manual injections if the battery depletes before the replacement pump arrived.